Event description:
Pt had stent placed in lad in 2003 (for 80% restenosis). The following day, pt was returned to the cath lab for acute mi and was found to have thrombus in the lad which was treated with another stent. Dissection was visualized which was treated with another stent. A dissection flap was noted and treated with a stent.